Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately 2 months from implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was type 1. During the surgery, no significant finding was observed. Patient has since recovered.

Manufacturer narrative:
Brand name was initially reported as "superilne." Correction was made to report brand name as "implantium." The PMA/510k number was corrected accordingly.

Event description:
The doctor reported that implant was removed due to osseointegration failure, approximately 2 months from implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was type 1. During the surgery, no significant finding was observed. Patient has since recovered.